Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device was unable to select energy level and unable to charge the device. Complainant indicated that there was no patient involvement in the reported malfunction.